Event description:
Baxter reported the white and light blue parts are broken apart. The light blue part is chipped away and does not "click" close and opens on its own. The transfer set was replaced. No patient injury or medical intervention was reported during the initial contact.